Event description:
On 20/oct/2021 it was reported that this 39-year-old male peritoneal dialysis (pd) patient expired on (B)(6) 2021 while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had collapsed on an unknown date from a heart attack and was admitted to the hospital. The patient was not in treatment at the time of the heart attack event. The patient remained hospitalized when they passed away one week later from complications related to the heart attack. The pdrn could not confirm if the patient was in treatment at the time of death and could not confirm if the patient continued pd therapy utilizing the liberty select cycler while in the hospital. There is no documentation available to confirm that the patient was in treatment at the time of death. The cause of death was unrelated to use of the liberty select cycler. No additional information was available as the patient¿s file had been closed out of the system. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2021 it was reported that this (B)(6)-year-old male peritoneal dialysis (pd) patient expired on (B)(6) 2021 while connected to the liberty select cycler. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). The patient had collapsed on an unknown date from a heart attack and was admitted to the hospital. The patient was not in treatment at the time of the heart attack event. The patient remained hospitalized when they passed away one week later from complications related to the heart attack. The pdrn could not confirm if the patient was in treatment at the time of death and could not confirm if the patient continued pd therapy utilizing the liberty select cycler while in the hospital. There is no documentation available to confirm that the patient was in treatment at the time of death. The cause of death was unrelated to use of the liberty select cycler. No additional information was available as the patients file had been closed out of the system. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.